Event description:
It was reported that the patient with an implantable pulse generator (ipg) died twenty three days after implant. The family has expressed doubts in the device. A cause of death has been requested and not received.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.